Event description:
A laparoscopic procedure was to be performed. The generator was turned on with device plugged into it that resulted in the generator to enter a safe mode setting of 10 watts. An or nurse noticed it was not the correct default setting for the hand piece and wanted to restart the generator, surgeon wanted to proceed with the case. Surgeon used the device at 10 watts which did not fully coagulate tissue. A laparotomy procedure was performed to control bleeding. No adverse outcome for the pt. After case, the hosp bio med tested the device used in the case. The generator default setting for the device displayed the correct mode of 35 watts with no problems when the device was connected properly.